Manufacturer narrative:
Integra has completed their internal investigation on 18may2016. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the complaint report does not include the finished device lot number but the device is marked with the supplier lot#; therefore all lots of gls-0960-05e component lot# qj0080 released for distribution were reviewed, as well as manufacturing records for component lot# qj0080. The review of manufacturing records for product released for distribution with component lot# qj0080 found no evidence of nonconformance that could have caused or contributed to the reported event. A review of complaint records showed that since product inception in 2013, (B)(4) complaints have been received for gls-0960-xx glenosphere disassociation, disengagement or loosening. During this period of time, there have been (B)(4) rss surgeries performed. This represents (B)(4) overall failure rate. (B)(4) complaints for glenosphere disassociation have been received during the first quarter of 2016. Since the severity of these complaints is serious, this represents an adverse trend. Conclusion: as the returned device was found to meet specifications, the root cause of the problem could not be determined, but previous investigations identified the following potential causes for the glenosphere dislocation, disassociation or loosening: insufficient impaction while seating the glenosphere during the initial surgery or failure to follow surgical technique. Patient noncompliance with post-surgical care recommendations.

Event description:
It was reported the glenosphere device disassociated/loosened from the baseplate post-operatively. A revision surgery was required to reassemble the two glenoid components. It was reported no patient injury is alleged. It was later reported the patient underwent a reverse shoulder arthroplasty on (B)(6) 2016. There were no contributing circumstances for the event of disassociation. The status of the patient was not reported due to the patient has not returned for follow up visit yet.